Event description:
Complaint reported as: "during the aspiration, a piece of the tube detached (the locking ring) and passed to the nasopharynge / trachea. After performing a laryngoscopy and subsequently fibroscopy it was removed (completely). We have tried to contact with the hospital, and to get more details. We do not know if the sample is available". It was reported that the tube was in use for 10-15 seconds when the issue occurred. No patient injury was reported. The patient had been discharged from the hospital at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Unknown at the time of this report if a sample is available for investigation.

Event description:
Complaint reported as: "during the aspiration, a piece of the tube detached (the locking ring) and passed to the nasopharynges / trachea. After performing a laryngoscopy and subsequently fibroscopy it was removed (completely). We have tried to contact with the hospital, and to get more details. We do not know if the sample is available". It was reported that the tube was in use for 10-15 seconds when the issue occurred. No patient injury was reported. The patient had been discharged from the hospital at the time of this report.